Event description:
It was reported that the patient presented to the hospital after receiving several hv therapies. Review of stored episodes revealed oversensed noise binned as vf. Noise was reproducible with arm movement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.